Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (nothing unusual is observed in the device, a more accurate additional analysis will be performed). Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify intact and functional. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. D.6.b-explant date is not known; however, device was received by the lab.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: thin shell.

Event description:
Healthcare professional reported "the location of 6 o'clock direction is thin, and did not expand well¿ and "the affected device did not touch the patient". The device was not implanted.